Event description:
Edwards received information that a 25mm bioprosthetic aortic valve, implanted approximately one (1) year and one (1) month, was explanted due to unknown reasons. The explanted device was replaced with a 27mm bioprosthetic valve. There are no adverse events reported.

Manufacturer narrative:
The explanted device has not been returned to manufacturer, without return of the device the reported explant cannot be investigated and a definitive root cause cannot be determined. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.